Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 6 states, "correct handling of suture is extremely important. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders."

Event description:
It was reported patient underwent a meniscus repair procedure on an unknown date. During the procedure, the maxfire suture snapped causing the surgeon to partially remove the patient's meniscus in order to complete the procedure. A 30 minute delay occurred.